Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent an alif at using rhbmp-2/acs at an unknown time. The patient subsequently developed a "large" fluid collection anteriorly that required drainage.